Event description:
During the treatment the nurse was administering benadryl to the pt via a 1cc syringe with a 25 gauge needle via a medication port on the venous line. When the nurse went to withdraw the syringe from the medication port, the port dislodged from the venous tubing. The nurse then attempted to stop the leaking of blood from the tubing with one hand and with the other hand attempted to shut down the blood pump. While the nurse was attempting to do this, the nurse was still holding the syringe with the hand the nurse was using to turn off the blood pump and stuck themselves in that hand with the needle. The pt has a past medical history of hepatitis c. The nurse after consulting with infectious diseases personal has started the hiv cocktail regimen. Pt's ebi-50cc and required no medical intervention.